Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a transient pump reset; however, a specific cause for this event could not be conclusively determined through this evaluation. The lvad event log file contained events from 01dec2022 through 14jan2023, per the timestamps. A transient pump reset was captured on (B)(6) 2022. A specific cause for the observed reset could not be determined as there is no controller event data available for this timeframe. No other notable events were captured. The account indicated that the cause of the pump reset is unknown; however, the patient did not have any further issues as of on (B)(6) 2023. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. These documents outline all system controller alarms, as well as the appropriate actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the cause of the pump reset was unknown and there were no patient issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a pump reset on (B)(6) 2022.